Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the presence of thrombus in the left anterior descending (lad) at the proximal end of the newly deployed xience xpedition 2.5 x 23 mm stent is confirmed. The treatment of thrombus via the use of a second stent and post-dilatation is also confirmed. The reported patient effect of thrombosis is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient and the stent delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a non-calcified lesion in the non-tortuous left anterior descending (lad) coronary artery, a 2.5x23 mm xience xpedition stent was implanted. Reportedly, after deployment, slow flow occurred due to thrombus. Thus, a 3.5x38 mm xience xpedition stent was implanted, overlapping the 1st stent, treating the thrombus and improving final outcome. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.